Event description:
It was reported that high pacing lead impedance measurements were observed. The impedance issue was not reproduced in clinic. The lead was capped and replaced. Lead will not be returned.

Manufacturer narrative:
No medwatch form was received.